Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Procedural photos were provided and revealed severe tortuosity of the subclavian anatomy. The valve punctured through the sheath and the struts on the inflow side are damaged. During the manufacturing process, the entire delivery system is visually inspected and tested several times. Per procedure, the inflation balloons are dimensionally inspected. During the balloon pleat, fold and forming process the balloons are inspected for defects. During the flex tip assembly and bonding per procedure, the diameters are inspected. During final inspection, the entire device is 100% distal to proximal visually inspected by both manufacturing and quality per procedure. In addition, product verification (pv) testing is performed on a sampling basis for physical damage. The lot met statistical requirements as requirement for lot released. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A review of lot history for the work order did not reveal additional complaints for this reported event. A review of complaint history from (B)(6) 2019 ¿ (B)(6) 2020 revealed additional returned complaints for the commander delivery system (all models and sizes) for the reported event. However, no manufacturing non-conformances were identified in the returned device. Available information suggests that procedural/patient factors contributed to the event. A review of complaint data for (B)(6) 2020 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category. The commander delivery system IFU, device preparation manual, the device training manual and supplement for subclavian procedure were reviewed for instructions/guidance relevant to proper device handling. The device training manual provides guidance on thv retrieval back into sheath tip. The thv can be retrieved through sheath only before thv deployment (still crimped), ensure the thv is centered on the flextip, ensure delivery system is locked, verify the flex catheter is completely unflexed, retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip, ensure the edwards logo on the sheath handle is facing upward, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position, and do not re-use the sheath, thv or delivery system once thv is retrieved. In addition, the supplemental for subclavian procedure provides guidance on this approach. In regard to tortuosity and the degree and location, sharp angles are responsible for potential sheath kinking, subclavian/axillary dissection and aortic arch angle. During delivery system insertion and tracking, insert delivery system until delivery system tip crosses annulus in order to have enough length to do valve alignment in ascending aorta, do not use any flexing during tracking, esheath can bend and does not necessarily represent an obstacle for valve insertion and retrieve system (delivery system, valve and sheath) together as one unit if substantial resistance is encountered. During delivery system and esheath removal, assess if post dilation is needed, retract the delivery system from the ascending aorta into the esheath, dsa contrast injection from lima catheter for better visualization to ensure no vascular access complication, remove the delivery system and esheath as a single unit without torqueing while maintaining wire in place and do not re-insert the esheath at any time during removal. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaint for was confirmed based on imagery provided. Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. A review of the DHR, lot history, and complaint history did not reveal any indication that a non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per report, the valve got stuck and punctured the sheath liner while advancing through the sheath. In provided imagery, the valve struts of the inflow side were damaged. Such damage is indicative of interaction with the sheath or calcification during retrieval. The valve with altered profile may have been caught on the punctured sheath, contributing to withdrawal difficulties. Additionally, per the provided imagery of the patient¿s access vessels, tortuosity is present in the patient¿s subclavian artery. Tortuosity can create challenging pathways that can lead to resistance during delivery system withdrawal. In this case, available information suggests that patient (tortuosity) and procedural factors (retrieval of damaged valve through punctured sheath) may have contributed to the complaint events. No manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, and the occurrence rate did not exceed the trending control limits (B)(6) 2020. Therefore, no corrective and preventative action nor pra is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
During insertion of a commander delivery system with a 26mm sapien 3 ultra valve by subclavian approach into a 14fr esheath, it appeared that the valve had torn the liner of the sheath and the valve was in the subclavian. Angiography confirmed that the valve was outside of the seam of the sheath. The patient became hemodynamically unstable and bleeding was noted. The system was removed with the sheath and upon visual inspection the vessel was on the delivery system. The left subclavian was perforated and an 80mm x 40mm pta balloon dilatation catheter was inserted to occlude the vessel. Vascular intervention was performed by placing two 10mm x 100mm stents on the left subclavian (at the bend) up to the aorta. The patient was placed on cardiopulmonary bypass and CPR was initiated. The patient was converted to an open procedure and a 26mm certitude valve was directly implanted by transaortic approach. The valve was deployed, and the patient was stable. A 2nd vascular intervention was performed, and a graft was sewn into the left subclavian proximal to the stent that was previously implanted. The patient was weaned off pump and the chest were closed. The patient was transferred for post management care. The patient was stable but was being treated medically. The physician spoke to the family and a decision was made for palliative care. The patient expired post procedure. The devices were discarded and unavailable for evaluation.

Manufacturer narrative:
This report is 1 of 3 being submitted for this complaint. Reference mfg. Report numbers: 2015691-2020-11079 and 2015691-2020-11081.